Event description:
A 100 ml bag of dilaudid was put into pca machine. When checked on the next day, 100 ml of dilaudid still remaining.patient was on other analgesia, so no pain issues detected.

Event description:
Baxter has determined this incident to be non-reportable at this time. There was no injury reported or medical intervention required in this case and a review of 24 months of internal data revealed that there have been no serious injuries reported that were associated with non-delivery of medication by pca pumps. Additionally, baxter has not yet been given the opportunity to evaluate the device nor has the device serial number been provided to allow for a historical review of the device implicated. However, a review of the service history of the user facility from 3/1/2005 through 6/24/2005 has revealed that no apii pca pumps, model 2l3105, have been serviced or repaired due to reported non-delivery of medication. The facility has been contacted to request additional info regarding the event, to obtain the serial number of the specific device, and to request that the device be returned for baxter eval. However, at this time no further info has been obtained. Should additional info be made available that changes the eval of this event, an MDR will be submitted at that time.